Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis "several times" (exact number of times unspecified) coincident with peritoneal dialysis (pd) therapy. The cause was unknown. It was not reported if the patient was hospitalized for the event. Treatment was not reported. On an unreported date, the events of peritonitis "several times" were resolved and the patient was recovered. At the time of this report, dianeal therapy was ongoing. No additional information is available.